Event description:
The lay user/patient contacted lifescan (lfs) alleging that her one touch ultrasmart meter would not power on. The medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient reported that the alleged issue began in late 2008. One week following the onset of the issue, the patient started having headaches, feeling tired, and sweaty. The patient administered self-treatment by eating food and/or drinking. The customer care advocate verified that the patient had replaced the battery per the owner's manual, the battery was correctly installed and the battery contacts were in good condition. Test strips were not available to complete troubleshooting. Patient was sent complimentary test strips and control solution. It would have been helpful to know patient's medication regimen, whether any changes were made to the patient's usual medication regimen as a result of the reported issue, at what blood glucose patient normally develops symptoms related to high and low blood glucose. This complaint is being reported as an MDR-reportable because the patient reportedly developed symptoms suggestive of hypoglycemia after the onset of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.